Manufacturer narrative:
Follow-up #1 date of submission 01/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of the black box data showed no evidence of unexplained loss of prime. During testing, the pump performed the ezprime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.